Manufacturer narrative:
Section d11: additional information; the investigation of the returned system controller (hsc-079358) showed damage to two fuses that was consistent with cutting the driveline during pump explant. The investigation of the pump is still pending. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus was confirmed during the evaluation of (B)(6). The pump was returned with the pump cable cut approximately 4¿ from the pump housing and the severed portion was secured to the modular cable. The sealed outflow graft was disconnected from the pump cover and had been severed approximately 1¿ from the hardware. The bend relief and outflow graft clip had been detached from the outflow graft attachment. Examination of the inflow cannula found a red, tissue-like thrombus protruding from the proximal end. The tissue appeared to have formed in a sheet-like shape, which had folded over itself several times. The color of the tissue became darker further into the lumen of the cannula, but the texture remained predominantly tissue-like. Areas of the darker portion of the thrombus had become adhered to the textured surface. The pump rotor contained two, tissue-like depositions, which were folded around two of the blades. The color and texture of the tissue appeared identical to darker area of the inflow cannula thrombus. The pump cover and outflow graft contained soft depositions of loosely coagulated blood. The depositions appeared to be acute formations, consistent with the interruption in flow. The observed inflow cannula and rotor thrombi would have contributed to low flow alarms captured on the system controller log files. Based on the shape and location of the tissues and the acute nature of the flow decrease, the thrombi appeared to have been ingested into the pump. However, the origins of the thrombi could not be conclusively determined. All of the retained thrombus samples were returned to the customer¿s pathology department. After disassembly and cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing file on this complaint.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient was ambulating from the cardiac intensive care unit (cicu) to the step down unit when the patient developed sudden low flow alarms with flows to 0.5 lpm. The patient returned to the cicu and an urgent transthoracic echocardiogram was done which showed a thrombus in the inflow cannula. There was an initial concern for acute heparin-induced thrombocytopenia and bivalirudin was started. The patient was taken back to the operating room on (B)(6) 2019 for an urgent pump exchange. The entire pump was clotted up to the outflow graft. No further information was provided.